Event description:
Thrombus was found within the implanted cypher stent three days after the procedure.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit as an emergency case due to unstable angina pectoris. Percutaneous coronary intervention was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 25mm in length in a 2.5mm vessel diameter. The (type c) concentric lesion also had thrombus present. Pre-dilation was conducted with a 2.5x15mm balloon at 8atm before deploying a 2.5x28mm cypher at 12atm. Post-dilation was conducted with a 2.5x15mm balloon at 18atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. There was an untreated lesion at the ostium of the left circumflex but it was not scheduled for treatment. Act was not measured. Three days later, the pt complained of chest pain in the hosp. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, poba was conducted. In addition, an intra-aortic balloon pump was inserted. After the treatment, the pt's condition was stable. The physician commented that the cause of the thrombotic event was because anti-platelet medication was started from the day of the implant due to the case being emergent, and the effect of the medication might not have been sufficient. This product is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.